Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: plate broke postoperatively. The plate was implanted for approximately half a year. It was reported that the plate was explanted on (B)(6) 2014. When the device was returned, it was also noted there was a broken screw. This report is for an unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Exact date unknown, reported as half a year prior to explant date of (B)(6) 2014. (B)(6). Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device. One broken unknown screw with thread part stuck in bone ¿ material was received. Unfortunately, as no detailed clinical information is available, we are not able to determine the cause which has led to these circumstances. It is possible there was a complication during operation or the healing process that caused this problem. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.